Event description:
It has been reported that AED alerted operator to pad contact issue during the course of a deployment. Pt outcome is unk.

Manufacturer narrative:
(B)(4). Device evaluation pending.